Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one structural balloon trocar. Visual and functional testing of the returned product confirmed the product, as received, met quality release specifications. Product analysis suggests the product was used in a surgical procedure. A review of the device history record indicates this device lot/serial number was released meeting all quality release specifications at the time of manufacture. A review of the current historical complaint data reveals no trend for a device related failure for this condition. The product analysis concluded there were no device abnormalities that would have caused or contributed to the reported incident. Therefore, our investigation was unable to establish a relationship between the device and the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a tep procedure, the plastic came off the balloon inside the patient. Failure occurred at the umbilical port site. Patient details are not available. There was no blood loss and the surgery time was not extended.